Event description:
This unsolicited from united states was received on 13- dec-2017 from consumer. This case concerns (B)(6) year old female patient who received treatment with synvisc one injection and few hours of injection patient could not walk/ trouble getting up to go to the bathroom; after unknown latency knees were swollen and knees are sore. Also, device malfunction was identified for the reported lot number. No relevant concomitant medications were reported. Patient had medical history of epilepsy and hypothyroidism. Patient had synvisc-one injections in her right knee for several years. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once (lot number: 7rsl021 and expiration date: not reported) for knee pain bilaterally. On the same day, after few hours of receiving injection, patient began experiencing side effects later that same evening around midnight. Patient stated that she first noticed around midnight that she could not walk. Patient had trouble getting up to go to the bathroom. Patient had to hold onto the wall to get to the bathroom. The next day, (B)(6) 2017, patient had an appointment for a medical test and had to be taken to it in a wheelchair because she could not walk. Patient stated that physician gave her prescription for methylprednisolone (medrol) dose pack on (B)(6) 2017. Patient knees were not drained and no cultures were done. On an unknown date in (B)(6) 2017, latency unknown, patient stated that knees were swollen, but she does not know any measurements. Patient denied fever and redness. Patient stated that knees were still sore, but improving. Patient did not have any prosthetics. Patient stated that knees were disinfected, but she does not have any idea what with. This was her 3rd injection in the left knee. Patient gets them every 6 months. She has never had a reaction before. Patient stated that they had to stay an extra night in the hotel room because she could not leave hotel. Hotel gave her a handicap suite, so she had help in the bathroom. She did not have that at her house. Corrective treatment: not reported for device malfunction; methylprednisolone (medrol) dose pack for rest events; wheel chair for could not walk/ trouble getting up to go to the bathroom outcome: unknown for could not walk/ trouble getting up to go to the bathroom and knees were swollen; recovering for rest events; an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for all events pharmacovigilance comment: sanofi company comment dated 22-nov-2017: this case concerns a patient who received treatment with synvisc one from recalled lot and later experienced knee swelling and pain and was not able to walk. A temporal relationship can be established with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.